Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that he doesn't think his pump is working correctly. In the first week of january he was admitted in the hospital with diabetic ketoacidosis and has been having real high blood glucose. The customer stated the original stay in the hospital was due to pneumonia and diabetic ketoacidosis and was on an insulin drip. The customer was back on the pump and blood glucose was up again in the 4mg/dl to 500mg/dl range. Patient's blood glucose at time of incident was 500mg/sl. Patient's current blood glucose was 492mg/dl. The customer treated high blood glucose with bolus. The customer was hospitalized on (B)(6) 2018 with blood glucose of 400mg/dl to 500mg/dl range. The customer also had coughing, vomiting and fever. The cause of hospitalization was pneumonia and diabetic ketoacidosis. The customer was on insulin drip. The customer was wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer stated the drive support cap appears normal. The customer performed displacement test. And test results were no reservoir detected. The insulin pump passed high pressure and selftest. The customer reported that blood glucose was 133mg/dl about an hour ago. The insulin pump will not be returned for analysis.